Event description:
It was reported that the handpiece continued to run on its own and would not stop running during a procedure to correct a wrist fracture. There was no pt or user injury, and the case was completed successfully with another device after a five minute delay.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.